Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had no delivery alarm basal/bolus/fixed prime. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised the due to the piston that keeps going but it doesn't alarm and the absence of insulin dripping out during manual prime process the insulin pump will be replaced. The customer was advised to revert to a back up plan.